Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The lesion biopsied was in the right middle lobe (rml) peripheral. The size of the lesion was 10 mm and the distance to the pleura 3 mm. The patient did not experience any signs/symptoms of a pneumothorax. The pneumothorax was identified via chest x-ray immediately post procedure. The size of the pneumothorax was large and did not increase over time. A chest tube was immediately placed to resolve the pneumothorax. The patient was admitted to the hospital for 24 hours. The patient has been discharged home. Although the physician indicated that she believes the ion system caused or contributed to the pneumothorax, she also indicated that the complication would have likely occurred via another modality. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available at this time. No video or images have been provided for review. This complaint is being reported bases on: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized for 24 hours. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.